Event description:
It is reported by prof. Of the hospital that there was build a massive pseudotumor 6 years after implantation (cement free hip-tep right (accolade, trident, 36er inlay). Prof. Assumed that the tumor is caused by attrition. There is a borderline amount of cobalt-ions in the blood. The customer worked with trident-pan, 52 mm e (ref unknown) with a tmzf hip-stem #4, 132° ((B)(4)/ lot 21407102). These two items will not be returned, because they are still implanted. The replaced items, which will be returned are the trident pe-inlay 0°, crossfire 36mm e ((B)(4) / lot 21407102) and the v40 lfit head 36mm/0mm ((B)(4)/ lot n/a).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Conclusion code. The event was confirmed. An event regarding a massive pseudotumour 6 years after implantation and a borderline amount of cobalt-ions in the blood involving a v40 cocr lfit head 36mm/0 was reported. The event was confirmed. Conclusions: review of operative notes confirms pseudo tumor. In addition, a clinical consultant commented that without adequate imaging information and histopathology report, this case cannot be solved adequately and remains just speculation. No further investigation for this event is possible at this time as no device and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
It is reported by prof. Of the hospital that there was build a massive pseudotumor 6 years after implantation (cement free hip-tep right (accolade, trident, 36er inlay). Prof. Assumed that the tumor is caused by attrition. There is a borderline amount of cobalt-ions in the blood. The customer worked with trident-pan, 52 mm e (ref unknown) with a tmzf hip-stem #4, 132 degrees (ref (B)(4) / lot 21407102). These two items will not be returned, because they are still implanted. The replaced items, which will be returned are the trident pe-inlay 0&#2848;crossfire 36mm e (ref (B)(4) / lot 21407102) and the v40 lfit head 36mm/0mm (ref (B)(4) / lot n/a).

Manufacturer narrative:
An event regarding a massive pseudotumor 6 years after implantation and a borderline amount of cobalt-ions in the blood involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: no material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: review of operative notes confirms pseudo tumor. "Based upon the available information I do not get much farther than the surgeon to keep the possibility open that there might be a relationship between the tumor and accolade taper corrosion but there is no clear evidence to further support this because the objective findings of mild taper corrosion and minimal elevation of blood cobalt are not compatible with the large required amounts of metal ions to generate pseudotumors. Much more severe metal ion release would be required to be able to initiate such big tumor formation. This may suggest that other factors than the currently considered might be present to cause the problem. There is thus an inexplainable discrepancy between mild objective findings and rather extreme reaction in the form of tumor formation that cannot be explained with the currently available information. Without adequate imaging information and histopathology report, this case cannot be solved adequately and remains just speculation." -device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: review of operative notes confirms pseudo tumor. In addition, a clinical consultant commented that without adequate imaging information and histopathology report, this case cannot be solved adequately and remains just speculation.

Event description:
It is reported by prof. Of the hospital that there was build a massive pseudotumor 6 years after implantation (cement free hip-tep right (accolade, trident, 36er inlay). Prof. Assumed that the tumor is caused by attrition. There is a borderline amount of cobalt-ions in the blood. The customer worked with trident-pan, 52 mm e (ref unknown) with a tmzf hip-stem #4, 132 degrees (ref 6020-0435 / lot 21407102). These two items will not be returned, because they are still implanted. The replaced items, which will be returned are the trident pe-inlay 0&#2848;crossfire 36mm e (ref 621-00-36e / lot 21407102) and the v40 lfit head 36mm/0mm (ref 6260-9-136 / lot n/a).